Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope avl 2 monitor; catalog: 0570-0314; sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was internal damage to the cable; when it was wiggled the image became intermittent. A delay in the procedure of an unknown duration occurred as a back-up glidescope was obtained. No harm to patient or user was reported.